Manufacturer narrative:
The field service engineer (fse) inspected the instrument, but found no active leaks or issues with the sample probe or the waste sump. The fse could not identify the instrument defect. The service activity performed was verified to meet the specified requirements per established procedures. Therefore, it appears that the issue was resolved through routine customer maintenance prior to the service call. (B)(4).

Event description:
Customer called to report that a fluid leak accumulated underneath the cartridge chemistry sample probe of the unicel dxc 800 synchron system, resulting in flooding in the waste sump. The customer technical specialist (cts) assisted customer with troubleshooting the instrument issue by telephone. Customer inspected the instrument, and no sample probe bubbles or leaks were identified. Customer also confirmed that the fittings were properly secure. Also, there were no broken cuvettes, nor was moisture found in the reaction wheel compartment. The cts then generated a service request for on site examination of the instrument. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.